Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to transmitter. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia which did not require treatment. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7841zn. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Trouble shooting was performed and customer reported a loss of communication between the transmitter and the pump. Had customer remove transmitter from sensor and reconnect. Transmitter blinked when attached to the sensor and began communicating when connected back to sensor. Again customer called with issue repeating. No further patient complications were reported. Mmt-7841zn was requested and customer response was the device will be returned.